Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty mfe top shield on the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.